Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lv lead was subsequently explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: d314trg crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The left ventricular (lv) lead exhibited an impedance warning. The ra and lv leads remain in use. No patient complications have been reported as a result of this event.